Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-oct-2015. The most recent information was received on 25-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C91742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6, pelvic pain female, foreign body in uterus, any part and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), lymphadenopathy ("lymphoid in groin area were constantly swollen, could barely lift her leg or tie her shoe"), ovarian cyst ("many cysts on my ovaries"), pain ("body was feeling like it was dying a slow painful death"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,da vinci platform.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, lymphadenopathy, weight increased, ovarian cyst, pain, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, fatigue, alopecia, headache and migraine outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, lymphadenopathy, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, migration, bladder problem ,urinary problem, vaginal discharge bladder infection and uti. Lot number:c91742 manufacturing date:2014-07 expiration date:2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number:(B)(4). On 27-oct-2015. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C91742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6, pelvic pain female, foreign body in uterus, any part and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), lymphadenopathy ("lymphoid in groin area were constantly swollen, could barely lift her leg or tie her shoe"), ovarian cyst ("many cysts on my ovaries"), pain ("body was feeling like it was dying a slow painful death"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,da vinci platform.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, lymphadenopathy, weight increased, ovarian cyst, pain, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, fatigue, alopecia, headache and migraine outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, lymphadenopathy, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, migration, bladder problem ,urinary problem, vaginal discharge bladder infection and uti. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 06-sep-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), lymphadenopathy ("lymphoid in groin area were constantly swollen, could barely lift her leg or tie her shoe"), ovarian cyst ("many cysts on my ovaries"), pain ("body was feeling like it was dying a slow painful death"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, lymphadenopathy, weight increased, ovarian cyst, pain, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, urinary tract infection, fatigue, alopecia, headache and migraine outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, lymphadenopathy, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, migration, bladder problem ,urinary problem, vaginal discharge bladder infection and uti. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case is incident. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, migration, bladder problem, urinary problem, vaginal discharge bladder infection, uti, fatigue, hair loss, headaches and migraines were added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.